Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the endoscopic image was not displayed due to damaged cable unit and poor contact of the camera unit. In addition, it was observed that the coupler unit had corrosion and did not move smoothly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. However, it is likely that no image was displayed due to a communication failure caused by the cable and charged coupled device. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. After reviewing the instruction manual at the time of the product shipment as to damage to the cable, the following description is found. It is determined that the phenomenon indicated can be prevented by this. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.